Event description:
It was reported that there was a revision of the right hip due to grinding sensation following trauma. Intra-operatively found wear on the ceramic and ceramic bearing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving a trident liner following a reported trauma was reported. The event was confirmed. Method and results: device evaluation and results: "wear scars on the returned ceramic head and ceramic insert were observed and were consistent with in-vivo use." Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar vents for the reported lot. Conclusions: the reported wear was confirmed based on the material analysis. Analysis of the returned device determined that there was no evidence to suggest a manufacturing related issue. The traumatic incident reported could likely have caused the damage identified however the exact root cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that there was a revision of the right hip due to grinding sensation following trauma. Intra-operatively found wear on the ceramic and ceramic bearing.